Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination of the device showed that the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Based on the observed circumferential fracture, the reported allegation was confirmed. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibits moderate devitrification at output window. The metal cap exhibits mild charred detritus adhesion on surface, indicative of tissue contact. The fiber was functionally tested with helium-neon (hene) laser fixture. The test conducted showed that the aim beam was observed at the output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the observed circumferential fracture a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during photoselective vaporization of prostate procedure, the fiber forward fired after 5,821 joules with 0:39 minutes of use. A second fiber was used to complete the procedure without patient complications.

Event description:
It was reported that during photoselective vaporization of prostate procedure, the fiber forward fired after 5,821 joules with 0:39 minutes of use. A second fiber was used to complete the procedure without patient complications.